Event description:
Information received from the field does not address the patient's clinical status but notes that the device exhibited normal characteristics during the implant procedure, but final interrogation found that it had reverted to back-up mode. The pocket was reopened and the device was replaced.